Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress, device handling. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use. Caution: after using the endoscope reprocess it according to the instructions given in chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. Using improperly or incompletely reprocessed, the endoscope¿s distal end damage may result. Chapter 7 cleaning, disinfection, and sterilization procedures: warning: all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. Important information ¿ please read before use: warnings and cautions: caution: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. To prevent unnecessary patient exposure to ultrasound radiation, follow the ¿as-low-as-reasonably achievable¿ (alara) principle when using ultrasound equipment. Freeze the image whenever you are not actively viewing the ¿live¿ ultrasound image. When the equipment is in the freeze mode, no ultrasound energy is emitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b3 and e1.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the water removal ability did not meet standard value due to clogging of the nozzle, the play in the up/down and right/left knobs did not meet standard value due to wear of the angle wire, water tightness was lost due to a pinhole in the bending section cover, the connecting tube was discolored, the bending section cover was dirty, the light guide lens was dirty, the forceps would not rise due to wear of the k-wire, water could not be supplied due to clogging of the pipe and scratches were found on several parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported there was leakage from the balloon and biopsy at the distal end and angulation was not enough on the evis exera ii ultrasound gastrovideoscope. The event was found during routine inspection of the scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps elevator had foreign material, the distal end was cracked, the inside of the light guide lens was dirty, and the acoustic lens had a scratch that reached the glue layer. The report is being submitted due to foreign material, cracked distal end, dirty lens and scratched acoustic lens found during evaluation.